Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer's blood glucose (bg) level was ¿high¿, however, a specific bg value was not provided. At the time of the call with tandem technical support the customer had not addressed bg level.